Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/26/2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer called for support, reported safety valve not closing with oxygen disconnected. No patient/user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 07dec2018. Date of manufacturer: 06dec2018. The customer reported that the unit was repaired. No additional details were provided. No parts were returned to philips for evaluation, therefore, a root cause could not be established.